Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the heartmate charger not working and emanating smoke when turned on, was confirmed when the returned charger was evaluated by technical service. Damaged components with dried fluid residue and corrosion were found on the charger ps board. Smoke residue was also found inside the charger. The charger ps board was damaged as a result of fluid ingress ¿ likely causing an electrical short and extensive component damage. There was dried fluid residue and corrosion on the channel 4 ac input power circuits. The slot #4 pocket cable assembly, located directly adjacent to the damaged power circuitry, had smoke residue on it. The solder side of the pcb underneath the damaged channel 4 components was blackened and discolored. Due to the extensive damage, no operational testing was performed on the charger ps board. Heartmate universal battery charger (ubc) status messages associated with the event (red fault indicators) are addressed in the heartmate 3 lvas patient handbook (rev a p.233 ¿ battery charger alarms) and the heartmate ubc instructions for use (rev b p.24 ¿ charging status and alarms). Keeping the heartmate universal battery charger away from water or moisture is documented for the customer in the ubc instructions for use (rev b - p.2 "keep the ubc away from water or moisture."). Periodic inspection of the heartmate charger as part of the heartmate 3 lvas checks are documented in the heartmate 3 lvas patient handbook (rev a p.297 ¿ weekly safety checks and p.299 ¿ monthly safety checks). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the universal battery charger (ubc) was smoking when plugged in at home. It was exchanged for a loaner ubc.